Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms had occurred every other day. The customer reported blood glucose (bg) level of above 400 mg/dl prior to contacting tandem technical support (cts). The customer changed the infusion set and delivered a bolus to stabilize bg level. As the customer did not contact (cts) for past occlusion alarms troubleshooting could not be performed. At the time of the call with cts customers bg's were (193 mg/dl). During troubleshooting with cts the customer observed air gaps in the tubing. The customer changed the tubing and the issue was resolved.